Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported all of the trocars expelled pneumoperitoneum and fluid during the case. Although it was distracting, the surgeon completed the case with these trocars. There was no consequence to the patient.